Manufacturer narrative:
H4: the lot was manufactured between august 10, 2023 and august 14, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a black ¿cork¿ type particle inside the fluid-filled bladder. According to the reporter, the presence of ¿cork¿ type particle was detected in the device interior, which came from the rubber stoppers of the drug vials. The reported condition was verified. Since the particle was reportedly from the rubber stoppers of the drug vials that filled in the infusor device, the reported issue was determined to be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered inside a large volume infusor. The pm was further described as ¿cork¿ type particles originated from the rubber stoppers of the drug vials. The device contained fluorouracil 3360 mg in 230 ml solution. The pm was discovered during visual inspection of quality control of the drug fluorouracil prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.